Manufacturer narrative:
D4 - lot #: not provided d4 - catalog #: not provided h3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was titrating every 10 days per the physician¿s instructions, rather than every 3¿6 days per dg guidance, while initiating the priming process prior to use, one of the pumps displayed an occlusion alarm. The patient ignored the alarm and continued the process, after which the pump functioned adequately. The patient was advised that the alarm could have been caused by an air bubble and was instructed to contact support if any further issues or device malfunctions occurred. The device issue occurred while in use with the patient; however, it did not cause or contribute to any patient or clinical injury. The patient had a backup device available and was able to successfully continue the infusion.

Manufacturer narrative:
E4 - initial report sent to FDA has been updated. The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. No service history review could be conducted because the serial number was not provided. The reported complaint of an occlusion alarm could not be confirmed. Based on the information provided, a probable cause could not be determined.